Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted of the device. The sulu was received fully fired and engaged in interlock. The knife blade displayed no damage. Functionally, the single use loading unit was reset and loading with staples from a test sulu and then loaded into the returned instrument. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic partial pancreatectomy procedure. For the stomach resection, fired the stapler. However, the stapling was incomplete in almost all sites. The surgeon additionally sutured the staple line. The stapling device could fire with no problem at the jejunum resection. There was no patient harm.